Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 4. Implant surface not completely covered with bone. On (B)(6) 2021 loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.